Event description:
It was reported that the communicator is not connecting to the handset. At least recently, it has not been connecting at all. It will say contact your clinician, the neurostimulator is providing less than requested therapy. The service code is 2098. The issue started a month after implant. They called the representative and they told them not to turn on the bluetooth at the same time as the battery. They have had to reset the connector several times because the representative told them to. Sometimes it wouldn't connect or wouldn't let them edit the current settings. On the call, had caller turn the bluetooth off and back on, and do a hard reset of the communicator. Caller was able to pair the handset and communicator. Then it said out of range. The neurostimulators providing less for the requested therapy service code was 2703. Told the caller to follow up with the doctor or the representative to check the impedance. The patient was redirected to their healthcare provider to further address the issue. Caller said that the rep had said to call in and if couldn't resolve the issue to have the communicator replaced. Sent request to repair to replace communicator. Patient went to the neurologist on (B)(6) 2025 for regular appointment and the message never popped up. Caller said this issue would happen with the old device before the replacement. Patient called back. They got the new communicator and the patient is getting the same message. The patient is not able to adjust therapy and is feeling exhausted. Redirected the caller to hcp or rep. Told the caller that the patient needs to have their impendence checked. Additional info received from hcp that the impedance is high and they changed the electrode levels and this had resolved the issues.

Manufacturer narrative:
Continuation of d10: product ID tm91d0 lot#, serial# (B)(6), implanted: explanted: product type, product ID tm91d0, lot# , serial# unknown, implanted: explanted: product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient rep stating that the original communicator is working with no issues and they want to send back the communicator that was sent. Original label is no longer valid. A request was sent to repair to replace the shipping label.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.